Event description:
The perfusionist reported a tubing split in the arterial roller pump raceway during prime. The event occurred during prime. There was no patient involvement.

Manufacturer narrative:
No product was returned for evaluation. Therefore, one representative pack was pulled from inventory. Three tubing segments from the pack were placed into roller pump raceways and tested to failure. All three exceeded the rated time of user prior to failing. Tubing dimensions (inner diameter, outer diameter and wall thickness) were also measured and were within specifications. Unfortunately, the cause for the split tubing failure could not be determined. The tubing used in the raceway by the perfusionist was pvc 1/4" ID x 1/16" wall thickness. The attached heart/lung instructions for use warn that 1/16" tubing wall thickness should not be used for an arterial blood pump head applications as it is susceptible to premature failure. The perfusionist has since changed to 1/4" ID x 3/32" wall, a thicker, more durable tubing. No other actions are deemed necessary.